Event description:
It was reported that the user¿s blood glucose was about 70 mg/dl before dinner, a meal announcement was made, the pump paused at 92 mg/dl, and blood glucose then fell to 64 mg/dl before recovering to 87 mg/dl; the user was advised to avoid meal announcements when blood glucose is low or rapidly falling. Symptoms included hypoglycemia without observed neuroglycopenic or adrenergic manifestations. Outcomes included self-treatment with oral glucose and no alarms or hospital care. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions, and the event was consistent with hypoglycemia of unclear cause potentially influenced by a meal announcement during a downward glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.